Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to a broken condyle on the femoral component. No possible cause or contributor for the breaking of the implant was reported to the rep. The patient's mrh femoral side was revised to a gmrs construct. Rep can provide related pictures, and reported that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's right knee was revised due to a broken condyle on the femoral component. No possible cause or contributor for the breaking of the implant was reported to the rep. The patient's mrh femoral side was revised to a gmrs construct. Rep can provide related pictures, and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving unknown femoral component was reported. The event was confirmed via photographs received. Method & results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted unknown femoral component. From the photographs provided there is a evidence of a fractured condyle, nothing else could be determined from photographs supplied. Dimensional inspection, functional inspection and material analysis could not be performed as the device was not returned. A review of the provided medical records and x-rays by a clinical consultant indicated: rejected for medical review {....] " re pi - (B)(6) which represents a male patient, dob (B)(6) 1958 whose date of implant is listed as (B)(6) 2010 (approx.) And explant (B)(6) 2020. Event description states: "... Right knee revised due to broken condyle ... On femoral component ... Mrh femur side revised to gmrs construct ..." 3 color photos of explanted mrh femoral component with fractured condyle with single, large entire condylar fragment - long stem covered in cement and/or bone - blood stained. Undated, unlabelled x-rays - 2 ap right knee - cemented modular long stem hinged tka with proximal femoral and distal tibial stems not visualized, tibial augments and distal femoral screws are noted. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components. Based upon the information available for review, no determination can be made regarding the cause of this event occurring 10 years post implantation, and a medical report is not possible." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.